Event description:
It was reported that the patient has not been able to hear with her device for approximately 1 week. The external parts were exchanged, but the situation remained. Testing shows that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.